Event description:
It was reported that the patients wound incision that opened up and did not heal exposed the ipg. The physician explanted the ipg and left the lead implanted in the patient. The explanted ipg was not returned to bsn as it was not released by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.